Manufacturer narrative:
Manufacturer's investigation conclusion: the reports of inflow cannula malposition due to cardiac recovery and suspected pump thrombus could not be confirmed through this evaluation. The account reported that due to some recovery, the patient's ventricle decreased in size and the inflow cannula became malpositioned, causing the pump to thrombose. The patient had enough recovery for (B)(6) to be decommissioned. Heartmate ii left ventricular assist system, serial number (B)(6), was not explanted for evaluation. The heartmate ii left ventricular assist system instructions for use (hmii lvas IFU) (rev. C) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Additionally, the heartmate ii lvas IFU outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling in the ¿pump performance monitoring¿ section. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. Section 5 "surgical procedures" outlines considerations for pump placement and provides instructions regarding the installation and orientation of the sealed inflow conduit. The subsection titled "preparing the ventricular apex site" instructs to choose the coring location slightly anterior to the apex, a few centimeters lateral to the left anterior descending coronary artery. Align the orientation of the coring knife toward the mitral valve. Take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The subsection titled "inserting the sealed inflow conduit" instructs to select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that due to some recovery the canula became malpositioned and the new pump thrombosed. The patient had enough recovery so the decision was made to decommission the pump. It was reported that the device did not operate as intended and it was believed that the malpositioned canula was due to the ventricle getting smaller as a result of some recovery. The pump was not explanted just decommissioned and the device would not be returned for evaluation.